Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) leadless pacemaker (lp) was in software-related reset. The issue was resolved upon re-interrogation. Patient condition was stable and discharged home.